Manufacturer narrative:
Information contained in this report was previously submitted through psr on 07/23/2018. (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and calcification. Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation and voids. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown and calcifications. The device has been explanted.